Event description:
It was reported to philips that during servicing the service technician found several occurrences in the ventilator diagnostic report of vent inop data acquisition pcba adc reference failures. There was no patient involvement.

Manufacturer narrative:
.